Manufacturer narrative:
The complaint of unexpected loss of ventricular capture during an atrial capture test was confirmed. This is due to the rv pulse amplitude to be used during the atrial decrement test being set to an incorrect value when rv autocapture is on prior to starting the atrial capture test on the merlin programmer. No malfunction or defect was observed on the device.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, it was found that the pacemaker exhibited loss of capture on the ventricular channel during the atrial capture test. Programming changes were made to address the issue. The patient had no adverse consequences.